Event description:
In 2008, it was reported to boston scientific corp that a male pt (age and weight unk) underwent treatment successfully with a prolieve thermodilatation kit on two days before, as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia ( bph). According to the complainant, the pt experienced the following anticipated symptoms following his treatment with prolieve. Bladder spasms, termed moderate, commenced on that day, resolved on original date. No treatment reported. Bleeding (unspecified system), moderate, commenced on two days prior to original date, resolution pending. No treatment reported.

Manufacturer narrative:
The lot number of the device used is unk, consequently, the expiration and MFR date of the device is unk. Complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.